Manufacturer narrative:
The customer¿s report of broken bezel posts was confirmed through pictures provided by the customer. The customer¿s report of an underinfusion was not confirmed. Analysis of the pcu event log shows that the pump module was programmed to infuse a custom concentration infusion of trastuzumab at a rate of 586 ml/hr with a vtbi of 293 ml at 12:16 pm on (B)(6) 2017 and ran until 12:59 pm when the device alarmed for air in line. The volume recorded as being infused during this period was 371.566 ml. The root cause of the customer¿s report of broken bezel posts was not identified. The root cause of the customer¿s report of an underinfusion was not identified. No device was returned for investigation.

Event description:
The customer reported that herceptin infused more slowly than expected. The vtbi was 292.06 ml on the bag. The infusion was programmed for 30 minutes at a rate of 586 ml/hr for a total volume of 293 ml. After 30 minutes the volume on the screen was 0 ml, however an additional portion of fluid remained, so the nurse added 90 ml to the vtbi and the bag emptied at 78.2 ml more than the stated volume. No patient harm was reported. In the subsequent biomed investigation the device did not calibrate with testing and after the case was opened, 6 broken bezel posts were identified and photos were taken. The bezel assembly had been previously replaced by biomed in 2014 because the "door/latch assembly was difficult to close." The bezel was replaced and after repair, the device passed testing.